Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device after an ECMO decannulation procedure. Reportedly, the black portion of the device [sheath/ guide] separated from the metal handle [guide tube] and was stuck in the patient's vasculature. A cutdown and vessel repair with a pericardial patch was performed. A clinically significant delay was reported as increased bleeding occurred and intervention was required to remove the separated guide. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a guide separation include, but are not limited to, challenging anatomy, high angle of insertion, excessive downward force, or aggressive downward or torsional pressure by user. The patient effect and treatment appears to be related to the circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.